Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they fired the stapler with the first tri-staple reload to separate the lung parenchyma in a thoracoscopic lobectomy, there was a resistance that slightly greater than usual. There was no obvious sound during the firing process and there was a visible damage to the naked eye of the component. When they placed the second reload, the jaws of the stapler could be closed, and then they pressed the green button, but they could not squeeze the handle and the stapler was unable to fire. They used a new stapler to complete the case. There was no patient injury.